Event description:
Customer reportedly obtained results of 150 mg/dl and 65 mg/dl on the aviva system within 10 minutes. Customer drank milk/juice in response to the results. No adverse event reported. Requested return of suspect system and replacement was sent.